Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized due to an internal pump infection following re-evaluation of a chronic driveline infection. Additional information was requested but was not provided.

Event description:
Additional information: it was reported that the patient was treated with 500mg of cefuroxim and 600mg of rifampicin twice a day. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.